Event description:
Patient complained of pain in right knee. Upon reading of bone scan there appeared to be uptake on the tibia.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving a triathlon prim tib baseplate - cemented was reported. The event was not confirmed. Device history review: indicated that all devices accepted into final stock met specification. Complaint history review: indicated that there has not been another event for the specified lot. Conclusions: the exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause.

Event description:
Patient complained of pain in right knee. Upon reading of bone scan there appeared to be uptake on the tibia.

Manufacturer narrative:
The event reported in this MDR is a duplicate of MFR #: 0002249697-2014-00931; therefore, any additional information will be captured on that report.

Event description:
Patient complained of pain in right knee. Upon reading of bone scan there appeared to be uptake on the tibia.